Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's caregiver reported the customer's adc freestyle libre reader provided an unspecified reading that was lower than she felt. Customer experienced vomiting and a loss of consciousness and was taken to a hospital where a reading of 400 mg/dl was obtained on the hcp meter. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and insulin (dose/type unknown). It is unknown how long customer remained in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer's adc freestyle libre reader provided an unspecified reading that was lower than she felt. Customer experienced vomiting and a loss of consciousness and was taken to a hospital where a reading of 400 mg/dl was obtained on the hcp meter. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and insulin (dose/type unknown). It is unknown how long customer remained in the hospital. There was no report of death or permanent injury associated with this event.